Event description:
When shaving, the device seemed to not be filling. Cut four quadrants, removed device to clean. Upon removal there was tissue hanging out of the end of the nosecone. Angio showed distal emboli, aspirated out shared tissue. Pt status after the case was good.

Manufacturer narrative:
The device has a split at the very distal end of the tip for a length of 4 mm. It appears as if the tear was started during tissue removal, the user probably had a hard time removing the tissue that the tissue needle went through and made the tear at the distal end of the tip. Probable cause: excessive force by user during tissue removal. Reference the tissue removal section of the IFU: tissue removal: fill a syringe (3cc or larger) with saline; attach the syringe to proximal luer adaptor on the tissue pusher assembly; rotate the torque shaft to position the cutter window for optimal viewing; retract the cutter positioning lever to expose the cutter within the cutter window. Turn the main power; switch on the cutter driver to off and detach the catheter from the cutter driver; insert nosecone into the tip clip; pinch the tip clip around the nosecone (it will not damage the nosecone); insert the tissue pusher tip into the catheter vent hole; apply pressure to the syringe and slowly advance the tissue pusher to flush tissue from the cutter window; use tweezers to retrieve exposed tissue from the cutter window if it does no fully exit the window during the flush; repeat above steps as needed to remove tissue; once all of the tissue has been removed from the tip, re-flush distal tip reservoir according to the preparation for use section step 1.b; release the tip clip and slide it off the nosecone.